Manufacturer narrative:
The insulin pump was unable to performed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery due to blank display. The insulin pump was unable to test motor error alarm due blank display. The insulin pump had a blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor, battery tube, vibrator and keypad assembly noted. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer stated a battery replacement did not resolve the issue. Customer's blood glucose was 180 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.